Event description:
Patient enrolled into the trial. Minor ischemic stroke reported with left sided hemipareses. Partial recovery reported with residual effects.

Manufacturer narrative:
Please reference MDR 2183870-2008-00178 for protege rx used in this procedure.